Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board, black cable and the vso vacuum mounts replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the customer stating that after they turn their unit on they get excessive vibration from the unit that stays consistent throughout the case. There was no patient consequence reported. Case was completed using the unit. Control module being returned for eval/repair.